Event description:
Catheter had been placed in left arm, tip in superior vena cava. Dwell time approx 2 weeks. Pt had abnormal anatomy/vasculature, incredibly small veins. Catheter was being removed by experienced nurse. No real "fotco" required but catheter snapped at 30 cm marking. Secondary removal attempted in a & e dept to remove remaining fragment. On this occasion the catheter had a lot of force applied and strectched tremendously before it snapped again. Surgical removal of the remaining portion revealed catheter adhering to vein wall. The hospital feels that many factors contributed to this problem.